Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device did not work twice. The handle was blocked. The surgeon was able to load and unload the reloads but could not staple. The handle does not remain blocked on tissue. Replaced by a new device to complete the case. There was no patient injury.